Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebs1992 showed one other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported that there was a disconnection between the catheter and the luer connector. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 2fr s/l per-q-cath catheter. Usage residues were observed throughout the sample and the depth markings were partially worn. The sample was received in two segments which shared a complete break at the molded joint/catheter interface. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the break. Microscopic inspection of the break site revealed a dully granular fracture surface. The catheter exhibited an elliptical cross-section at the break site. The break features and accompanying tensile weakness were consistent with damaged caused by tensile (pulling) stress. The location of the damage suggested that catheter securement technique may have contributed to the break. The product IFU states ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place.¿ a lot history review (lhr) of rebs1992 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a disconnection between the catheter and the luer connector. No patient harm reported.